Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(6), ubd: 20-jan-2014, UDI#: (B)(4). Product ID: 37 77-75, serial/lot #: (B)(6), ubd: 20-jan-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that during an explant procedure, the lead was found to be fractured, damaged, or broken. The physician noted that the lead was "shredded" when attempting to explant. Peripheral stim lead ¿shredded¿ when physician attempted to explant, leaving the distal portion of the lead implanted. The issue was resolved, and the patient was alive with no injury. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 3777-75, serial# (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2025, product type: lead. Product ID 3777-75, serial# (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the reason for explant was the physician noted the device was not functioning and removed it.